Manufacturer narrative:
Sample was not returned from the user facility. A batch review was conducted on nine lots which were identified as potential lots used in this procedure. There were no deviations on the production process and no in-process or finished product results that could be related to the complaint. There were no remarks in the analytical reports with regard to presence of silicone. All lots passed the rabbit in-vitreous test without remarks. No similar reports in these lots. Photographs were returned for review. The mass in the photographs does not appear to be consistent with the usual appearance of silicone in the eye. Silicone oil left in the eye is expected to be clear even months following insertion, however, the mass in the photo is white and nearly opaque, not clear. Silicone oil in liquid would be expected to be perfectly round, however, the mass is asymmetric in one photo and spherical in the other. The volume of the mass in the photos was larger than the amount of silicone found in a syringe of this product. Additional information was requested and obtained.

Event description:
The surgeon reported a patient had a silicone ball appear in the anterior chamber two and a half months following cataract extraction and intraocular lens (iol) implant surgery on his left eye and was associated with a decrease in visual acuity (va). The surgeon believed the mass is silicone from the viscoelastic. It was reported the mass adhered to the iol and could not be removed by irrigation-aspiration (I/a). The surgeon removed the iol and mass and replaced the iol with a pmma lens. The patient's va improved following the second surgical procedure. It was reported the patient recovered. A similar experience occurred with this patient's left eye. MDR # 3002037047-2007-0001 - left eye. MDR # 3002037047-2007-00002 - right eye.